Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-604a-(B)(4): the glass cap shows a circumferential fracture on the proximal side of fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end wall integrity is compromised, and exhibits partially erased red octagonal sign and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, ¿tip broke¿. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome: ¿patient did not sustain any injury¿ reported.